Event description:
As reported by a field clinical specialist (fcs), post-implant of sapien 3 valve in the pulmonic valve in a alterra pre-stent, the patient did well and had no signs nor symptoms of pericardial effusion or bleeding. Pod1 on routine echo, an effusion consistent with hemopericardium was noted. The patient received a pericardiocentesis with dark blood returned. It was decided to take the patient to the operating room that day and found 2 tines of the alterra pre-stent had perforated the superior lateral of the pulmonary artery (pa) causing hemopericardium with no tamponade. The alterra pre-stent and the valve were explanted. The patient has been discharged home this past monday and is doing well with a edwards surgical valve.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07050. This reference (B)(4). The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected b.1 report type and d.9 device availability and device code. Investigation conclusions. Added new information to h.6 type of investigation, investigation findings and investigation conclusion. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery review was performed and confirmed the main pulmonary artery (mpa) perforation by the alterra apex. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed. A review of the DHR, lot history, complaint history, and manufacturing mitigations performed in product risk assessment (pra)revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. Based on the investigation in pra, this issue was related to alterra deployment position being canted in the pulmonary artery. The alterra ended up canted due to an interaction between the anatomy and wire placement. Additionally, the fluoroscopic angles foreshortened the imaging, which reduced the appreciation of how canted the device ended up. This led to the physicians not attempting to recapture and reposition the device. Additionally, the alterra prestent is designed with outward flared / pointed apices and sufficient outward chronic force to allow proper retention of prestent to various and challenging patient anatomies. The investigation in pra demonstrated that design of prestent in combination with canted positioning in the anatomy can result in an apex penetration. In addition, during the explant of the prestent, the surgeon noted the patient had very thin pulmonary artery tissue, which likely contributed to the alterra distal apices penetrating. As such, available information suggests that patient (challenging anatomy, thinner mpa tissue) and procedural factors (wire/prestent positioning, canted alterra deployment, poor visualization), in addition to the prestent's design, may have contributed to the reported complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A pra was previously initiated and to address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions.